Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (243 mg/dl). Customer reported elevated bg levels were due to the customer being unable to deliver a bolus due to eating while driving. Customer delivered a bolus to address elevated bg levels, and reportedly the customer's bg level stabilized.